Event description:
Pt states that the product generates erroneous results continually. He received incorrect high and low glucose values very often. He has had over ten replacement devices and they have lasted 5 days at the most. He is attempted to use varied locations for the sensor and other varies training tips. Nothing has improved the devices functioning and he has discontinued use of the product.